Event description:
The system 7 dual trigger rotary was sent for eval due to overheating during a procedure. The case was completed with a back-up device w/o any delay. There were no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed.